Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd spinal anesthesia tray - bd whitacre spinal needle the anesthesia did not work properly. There was no report of patient impact. The following information was provided by the initial reporter: customer reports they had 1 trays here the drug was not working. They reported good spinal return but lack of efficacy. No injury reported. They only have 1 date of occurrence 1 tray affected (B)(6) 2023.

Event description:
It was reported while using bd spinal anesthesia tray - bd whitacre spinal needle the anesthesia did not work properly. There was no report of patient impact. The following information was provided by the initial reporter: customer reports they had 1 trays here the drug was not working. They reported good spinal return but lack of efficacy. No injury reported. They only have 1 date of occurrence 1 tray affected 03-jan-2023.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001439606 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Retains were reviewed and no issues from the site were found. Based on the available information we are not able to identify a root cause at this time.